Event description:
The problem is a safety hazard that puts lives and property at stake. Rptr began using each vaporizer that night. They were cleaned weekly and used from november until the end of march (the cooler months of the year.) They are used approx. Four months at a time, then cleaned and put away during the spring and summer months. One of the vaporizers rptr purchased malfunctioned after only three months of use. This vaporizer was in rptr's son's room. He was one year old at that time. So, "thinking that this was a "lemon" and being naive, I purchased a replacement vaporizer". Rptr had a second vaporizer malfunction after approx. Seven months of use. Only this time, it was in rptr's daughter's bedroom who is three years old. Now, obviously there is a very serious safety hazard. Each unit malfunctioned in the exact same way. During regular operation each heating assembly's right wire became overheated and began to melt the yellow plastic part of the heating assembly. As a parent, rptr checks on their children during nap times and just before rptr retires to bed at night. It was during those "checks" that rptr smelled what they thought was the smell of burning plastic. The fumes from the plastic were the only signal that there was a problem. Had rptr not checked on them on those particular occasions, the results could have been disastrous. Rptr wouldn't want to think of losing their children to a fire, but it may have been possibility.